Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on july 14, 2017: as reported from the treating physician: laser was being fired and as I was pulling it the entire fiber snapped into two pieces between my fingers. It subsequently burnt through my glove and burnt my hand- specifically my right thumb. At the time that the wire snapped I stepped off of the pedal so that the laser would no longer fire. There was about 10cms left of the fiber which broke off and was still inside the patient, sticking out of the skin about 4-5 cms. We removed the fibers from the patient. No medical intervention was required for the pa's burn. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The fracture occurs 13cm from the gold tip, on the 13cm print marking. The shaft material at the site of the fractures appears melted. The customer's reported complaint description of the fiber fracturing is confirmed. It was reported that the fractured piece was successfully removed and the patient suffered no permanent harm or injury. A review of the returned sample shows the shaft of the fiber melted at the fracture site; this is indicative of the glass fiber core fracturing, which allows the laser energy to be diverted at this break location. The energy then melts the fiber resulting in the shaft detaching. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. The instructions for use,which is supplied to the end user with this catalog number contains the following statement ""avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).